Event description:
It was reported that after cleaning the scope in the reprocessor the cleaning tub exhibited a piece of rubber. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation's results, the foreign material could not be conclusively identified; however, it was confirmed to be black in color and primarily composed of hydrocarbon-type rubber, with infrared (ir) analysis indicating a spectral peak similar to that of the reprocessor's internal hose. Since the material did not remain in the process without the use of disinfectant, the deteriorated hose in the disinfectant solution tank likely accumulated in the reprocessing basin. The event can be detected by following the instructions for use, which state: oer-4 IFU: operation manual, ¿chapter 5 end-of-day checks¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.